Event description:
It was reported that the patient presented to the electrophysiology (ep) lab for lead revision of the leads due dislodgement. Upon testing, the atrial lead was not capturing. Upon review of the chest x-ray, it was noted that the ra lead was in the svc, the rv lead had no slack and the lv lead withdrawn from its prior position. In addition, the device had rotated indicating mechanical rotation of the device. Slack was added to the rv lead, however blood in the insulation in the pocket area was noted. Event was associated with twiddler syndrome. The physician believed the leads and system did not contribute to the dislodgement. The leads were explanted and replaced without complication. The device remains implanted. The patient condition was stable. Related manufacturer reference number: 2017865-2022-42608. Related manufacturer reference number: 2017865-2022-42609. Related manufacturer reference number: 2017865-2022-42611.